Event description:
A pt with metastatic colon cancer to the liver underwent therasphere treatment to the right lobe of liver. They received 143 gy dose of therasphere via hepatic artery infusion that was uneventful and pt left hosp on the same day feeling well. Eleven days later pt went to ER for pain and discharge from the site of the incision in their right groin. According to the pt the site was incised, drained and packed and pt was discharged to home. Rptr saw pt for a follow-up on 10/1/01. At that time pt's groin site appeared erythematous, about 1.5cm wide, slightly swollen with moderate amount of purulent discharge. Site was non-fluctuant and non-tender to palpation. There was a palpable nodule about 2.0 cm, firm, non-pulsating. Pt had a vascular ultrasound done which was negative for a pseudoaneurysm. Pt was put on keflex 500mg po for 10 days. When pt came back on 10/4/01 there was no edema or discharge and only slight erythema. Pt remained afebrile throughout the above events. Pt is being followed closely to monitor any change in status.